Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The event investigation is currently underway.

Event description:
It was reported that the pt presented to the facility with back pain; x-rays demonstrated that one of the filter arms had detached and partially endothelialized in the patient's caval wall. The filter arm appeared to be at the same level as the filter. The filter remains implanted, in its original location, at approx l2/l3. It is unk if an intervention will be scheduled to retrieve the filter. The filter had been implanted four years ago due to recurrent pulmonary embolism while on anticoagulation.